Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was not working. It was further determined that the device had high temperature. It was observed that the device exceeded the maximum allowable temperature of 118°f (actual temperature reported was 122°f). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the attachment device was not working. During in-house engineering evaluation, it was observed that the device had high temperature. It was determined that the device exceeded the maximum allowable temperature of 118°f (actual temperature reported was 122°f). The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.